Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported: the doctor wanted to insert the zso-7-9 in the cbd. The nurse prepared the plastic stent. Using a stent straightener, the nurse unfolded the pigtail of the stent, then pushed the guide wire (visi2-stright-0.025") into the stent. However, the wire did not advance. She tried several times but failed, and when she checked the stent, the pigtail section was bent. So, they used the new zso-7-9 (they did not change the wire guide, the visi2 guide wire was still maintained.). Lot number of the new zso-7-9 was not recorded. Did any section of the device remain inside the patient's body was selected as yes but no additional information on the complaint form. Clarification requested. On (B)(6) 2024, clarification was received: "yes, chosen in error, correct answer is no, a section of the device does not remain inside the patient's body. "